Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, resistance was felt during advancement of the 26mm commander delivery system and valve through the esheath+. Multiple attempts were made, and the team was able to advance. Just before attempting to cross the annulus, the team noticed a strut had bent outward. The team decided to proceed, but the lifted strut would not allow the valve to cross the annulus. It was decided to pull the system back and attempt to pull the system out and go with a 16f esheath+ and a new system. However, the raised strut would not allow this. As the operator attempted again, the patients blood pressure dropped. The team then advanced the system to the abdominal aorta and had to repair a rupture with a gore aaa graft. It was decided not to proceed. The valve is deployed in the aorta below the renal with a gore aaa graft from the renal and bifurcated to both iliac.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event for frame damage was unable to be confirmed due to unavailability of returned device and/or relevant imagery. Available information suggests procedural factors (steep insertion angle) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This supplemental report is being submitted to correction the clinical code in h6. Upon further clinical assessment of this event, the clinical code will capture rupture only. The previously reported code of foreign body in patient will be captured under manufacturing report number 2015691-2025-00241.

Manufacturer narrative:
Additional information added to b5.

Event description:
Approximately 22 days later, the patient underwent a successful tavr procedure with a 26mm sapien 3 ultra valve implanted in the native annulus.